Event description:
The subject device was used during an open hepatectomy. The ptfe pad of the device was separated. The surgeon replaced with a similar device and completed the procedure. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. This will be supplemented if device evaluation becomes available.